Event description:
Allegedly revised due to infection (right); removed stem and cup. Revision njr index no: 2134994. Additional product information received on 1/12/2017: neck product information now available.